Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer has experienced low blood glucose (bg) levels. Although requested additional information regarding the event was not provided.